Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and scheduled for a lead revision. Additional information received that a successful lead revision was done using the indwelling lead. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.